Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred during use on a patient. During use the pump stopped pumping while on the patient. The pump was switched out quickly. As a result, the pump was sent to biomed. Biomed reported the pump had a system error #1 alarm during testing. A pump assembly was sent to and replaced by the hospital biomed. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system error 1" is confirmed. Excessive noise was noted from the stepping motor of the pump assembly, and the pump alarmed high baseline 1 during the functional test. The root cause of the stepping motor failure is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported the event occurred during use on a patient. During use the pump stopped pumping while on the patient. The pump was switched out quickly. As a result, the pump was sent to biomed. Biomed reported the pump had a system error #1 alarm during testing. A pump assembly was sent to and replaced by the hospital biomed. There was no report of patient complication or serious injury and death.